Event description:
It was reported that a homechoice pro experienced an unspecified event. The technical service representative arranged the return of the device. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of the device evaluation, or if any additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was manufactured in 1999. The device was received for evaluation. A device history record review was performed and indicated that manufacture of the device is not related to the reported event. A review of the service history revealed that previous servicing of the device was not related to the reported event. A review of the event history log did not verify the reported event, but a system error 2240 was noted in the alarm log which was determined to be most reflective of the reported event and thus verifies the reported event. A visual inspection was performed and passed. Full functional testing, electrical safety testing, calibration, and simulated therapy were performed with no additional defects and malfunctions found with the device. Upon conclusion of the evaluation, the direct cause of the reported event was undetermined. Should additional relevant information become available, a supplemental report will be submitted.